Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the thermostat was not operating properly allowing the unit to overheat resulting the reported event. The unit was manufactured in 2010 making it approximately 10 years old and is not under steris service agreement; the user facility is responsible for all maintenance activities. The medisafe sonic irrigator pcf operator manual states (p43), "medisafe recommends that your si pcf be serviced in accordance with the schedule contained within the si pcf service manual, at intervals of 3 months...note: service and repair should be referred to qualified persons only." The technician replaced the thermostat and made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. The technician counseled user facility personnel on proper preventive maintenance activities for their medisafe sonic irrigator pcf. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their medisafe sonic irrigator pcf was emitting smoke. The smoke alarm was activated; no evacuations were conducted. The employee who identified the smoke immediately turned off the unit. No report of injury.